Event description:
Itching on arms and legs [pruritus]. Bumps appeared on both forearms and on calves of both legs [urticaria]. Case description: spontaneous report received on (B)(6) 2010 from a (B)(6) male pt, initials (B)(6), with a relevant medical history of osteoarthritis and 3-4 previous series of synvisc injections since 2004. The pt received a single injection of synvisc-one into the left knee on (B)(6) 2010. On the day after receiving the synvisc-one injection (B)(6) 2010, the pt experienced itching on his arms and legs. On the following day (B)(6) 2010, the itching increased and bumps appeared on both forearms and on the calves of both legs. The pt applied lotion and took benadryl with little relief. The pt then contacted his physician, who put him on prednisone. Following his second dose of prednisone, the pt reported "a little" improvement in the itching on his arms and legs. No further info was provided. As of the date of receipt of this report, the overall pt outcome was unk. MFR's comment: the benefit-risk relationship of synvisc-one is not affected by this report.

Manufacturer narrative:
Eval summary: the product lot number was not provided and batch record review is not possible. It is the requirement to review all finished batch records for conformance to specs prior to release. Any out of spec result is identified and mitigated. On a periodic basis, data is presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.